Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in patient use, the ventilator screen became unresponsive, ventilation continued. The clinician could view settings and parameters but could not make any changes. The patient was removed from this ventilator and placed on an alternate ventilator without any reported harm.